Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the cap was removed, the bd¿ blunt fill needle was found detached from the hub. The following information was provided by the initial reporter: "when the cap was removed, needle was found to be detached from the plastic hub".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 16-dec-2022. H6. Investigation summary: it was reported the needle was received detached from the hub. To aid in the investigation, one sample with the plastic shield, but no packaging blister, was received for evaluation by our quality team. The needle was received out of the hub and has about thirty percent of the white epoxy needed to fix it. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced a reduced amount of epoxy on the needle. A device history record review was completed for provided material number 305180, lot number 0051411. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that when the cap was removed, the bd¿ blunt fill needle was found detached from the hub. The following information was provided by the initial reporter: "when the cap was removed, needle was found to be detached from the plastic hub."